Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2011 and mesh was implanted. The patient developed a recurrent hernia. The patient required a reoperation on (B)(6) 2011. During the procedure it was noted that the mesh was not incorporated. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.